Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had helium leak. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,d8, h11(type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that helium was leaking only when the console was connected to the cart. As remediation actions, the fse replaced the o-ring and applied vacuum grease to the connections of all helium connection points. Once repaired the unit passed all functional and safety tests per manufacturer specifications.